Event description:
It was reported that the patient underwent an initial reverse total shoulder replacement on the right side. Subsequently, the patient experienced aseptic glenoid loosening. Glenoid loosening confirmed by x-ray at 6 years post-op visit. As a result, patient does not report specific pain or disability; no action was taken and this remains continuing. No further impact to the patient was reported. No other information is available.

Manufacturer narrative:
(D10) concomitant devices: 300-01-11 - equinoxe, humeral stem primary, press fit 11mm, 310-01-47 - equinoxe, humeral head short, 47mm (beta), 300-10-15 - equinoxe replicator plate 1.5mm o/s. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b1, b5, h6, h11 should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
The patient was revised. Outcome indicates resolved.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h6, h11. The following sections were corrected: h6. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A review of complaint history determined that no further action is required as no trends were identified. A definitive root cause was unable to be determined from the available information, and the event could not be confirmed because the devices remain implanted and no radiographs were provided.